Event description:
It was reported that the healthcare provider (hcp) refilled the pump today and aspirated exactly what she expected. It was added that the skin over the pump was dry and warm, but no indication that it was heated. Patient indicated to the hcp that the pump was warm internally, "unable to pin point the actual time, this started, noticed it at 7pm, felt it all the time on and off, maybe closer to refill; may have noticed it in the past but didn't recall when." The use of the ptm (personal therapy manager), did not correlate with the pump getting hot. Per hcp patient was refilled today even though the alarm date was not until (B)(6); "patient felt it was not as effective close to refill time." As of the date of this report, patient felt weak, was shaking. Patient felt that sometimes the pump worked and sometimes it did not; patient's wife noted that in the last couple of days she did not notice any difference. Per the hcp based on patient's general appearance and today's examination, patient looked better than before. Hcp "discussed with the patient that he just might be more sensitive to the medication closer to refills." Hcp felt further testing with the pump would be considered if patient felt the medication was not helping. Drugs delivered via the device were bupivacaine, morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter, model: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).